Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported that for the first 6 months the ins therapy worked fine, and then the patient had adjustment after adjustment, and the ins doesn't work at all, the patient said she is supporting poise (urinary incontinence pads). The patient stated she's tried programming, and has an appointment tomorrow to discuss getting botox and would like to discuss ins removal. In addition to the therapy not working, the patient says she wants ins removed due to the hassle going through airport security, since the patient flies a few times a year. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.